Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Correction to the initial MDR in block h6 impact codes.

Event description:
It was reported that the patient experienced ventricular fibrillation (vf) after pacing was delivered to the right ventricle (rv). The patient died. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation (paf) a farawave catheter was used. The patient went into vf during left atrium (la) angiography following an rv burst (meaning delivery of electrical stimulation. The patient was converted back to sinus rhythm via direct current (dc) cardioversion, and the procedure was continued. The procedure was completed but the patient's condition remained poor during the procedure, so percutaneous cardiopulmonary support (pcps) had to be used to sustain the patient. The patient died a few days after the procedure. The device is not expected to be returned for analysis. It was further reported that the patient was hospitalized after the onset of vf and died during this hospitalization.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced ventricular fibrillation (vf) after pacing was delivered to the right ventricle (rv). The patient died. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation (paf) a farawave catheter was used. The patient went into vf during left atrium (la) angiography following an rv burst (meaning delivery of electrical stimulation. The patient was converted back to sinus rhythm via direct current (dc) cardioversion, and the procedure was continued. The procedure was completed but the patient's condition remained poor during the procedure, so percutaneous cardiopulmonary support (pcps) had to be used to sustain the patient. The patient died a few days after the procedure. The device is not expected to be returned for analysis.